Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using two tubes of bd vacutainer® sst¿, there was underfill. Specimens had to be recollected. There were no other health consequences or impacts reported.